Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor plastic tip fractured off. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified that the device shows signs of slight wear and tear with nicks and gouges on the shaft of the handle and on the strike plate as well. The tip of the impactor has fractured and not all of the pieces were returned. The features of the fracture surface show that a bending overload fracture failure mode was identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.